Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. The hospital biomed performed a checkout of the equipment and ge healthcare reviewed the logs. The reported complaint could not be duplicated by the hospital biomed. The unit was returned to service with no further reported complaint.

Event description:
The hospital reported the ventilator stopped working during a case. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.